Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow systems - hl-90 fulid warmer had a bad float switch, and audio alarm. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Device was filled with water and a rest disposable was installed. Water was found to be leaking at the lower left corner of the reservoir. The gasket was then replaced. Installed known good test float switch and device operated as intended. Float switch was replaced and device ran for 1 hour without audible alarm going off. Customer reason for return was confirmed as float switch was found to be faulty.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Device was filled with water and a rest disposable was installed. Water was found to be leaking at the lower left corner of the reservoir. The gasket was then replaced. Installed known good test float switch and device operated as intended. Float switch was replaced and device ran for 1 hour without audible alarm going off. Customer reason for return was confirmed as float switch was found to be faulty.